Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of high results for 1 patient tested for hcg + b on a cobas 6000 e 601 module that did not fit the patient's clinical picture. The customer thinks the sample producing the high result was contaminated by the cobas p 612 pre-analytical system when the sample tube was decapped and placed in the rack. Afterwards, the user took the rack and placed it into the e601 module. This medwatch will cover the e601 module. Refer to medwatch with patient identifier (B)(6) for information on the p612 system. The initial hcg + b result was 800.9 miu/ml. This result was reported outside of the laboratory. The high result was "not possible" for this patient. On (B)(6) 2018 a new sample was obtained and the hcg + b result was < 5 miu/ml. The initial sample was repeated and the "same" high result was obtained. The actual result was not provided. The 2nd sample from (B)(6) 2018 was repeated and a low result was obtained. The actual result was not provided. The low results were believed to be correct. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 308599. The expiration date was not provided. The field service engineer (fse) visited the customer site to check both the e601 module and the p612 system. No issues were identified on either system. Calibration and qc were acceptable on the e601 module. Analyzer performance data from (B)(6) 2018 was acceptable. A clear root cause was not identified by the fse. Investigations are ongoing.

Manufacturer narrative:
The investigation determined that qc and calibration were within specifications. No product problem was identified. The cause of the event could not be determined.